Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the leakage of normal saline in the subcutaneous tunnel was confirmed by angiography. The port system was removed. There was no reported patient injury.

Event description:
It was reported that the leakage of normal saline in the subcutaneous tunnel was confirmed by angiography. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One powerport slim w/white sl catheter was returned for evaluation. The returned catheter segment was received attached to the port stem underneath a catheter lock. It was noted that the depth markers were worn between the 13cm and 18cm markers. It was noted that the catheter was trimmed near the 21cm marker. The sample was patent to infusion and aspiration with no leaks observed. Although a leak was not observed, the investigation is inconclusive for the reported catheter leak as the catheter was returned trimmed and therefore may not have included the entire sample. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.